Event description:
It was reported that the right ventricular lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). There was also noted noise. Boston scientific technical service (ts) was contacted, and ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). There was also noted noise. Boston scientific technical service (ts) was contacted, and ts discussed programming options. The rv lead was later surgically abandoned and replaced due to oversensing and high out-of-range pace impedance. No additional adverse patient effects were reported.